Event description:
It was reported that the patient presented for a routine device change-out procedure. During the procedure, visible can-on-lead abrasion on the right ventricular lead was observed. Medical adhesive was applied and the lead was left in place. It was noted that the lead exhibited increasing capture threshold which was attributed to the patient's cardiac tissue. All other electrical measurements were normal. The patient was stable during and after the procedure, and would continue to be followed up normally.